Manufacturer narrative:
Upon reviewing the photographs of the electrodes, it is evident that the wire of the electrode has been pulled out, resulting in the exposure of the metal/wire part. This exposed section came into direct contact with the patient's skin, causing a blister. Additionally, the electrodes exhibit significant signs of wear and tear. The hydrogel layer appears very thin, exposing the underlying electrode. When the power button is pressed on all devices, a continuous 1-volt signal is sent to the pads and returned to the device to ensure a complete circuit and verify that the treatment is ready to commence. Typically, most individuals cannot perceive the sensation of a 1-volt signal with noninvasive pads. However, some may feel a slight tingling sensation, which is not a shock. In this case, the patient experienced a shock because defective electrodes were used with the device. Therefore, it is concluded that the actual issue lies with the electrodes themselves.

Event description:
The patient got burns on his left hip; patient said he was lying down on a side with his hip up in the air; skin was clean, and the electrodes were sticky. He said he didn't move during the treatment; the unit was placed on the table. A few seconds before the full treatment was done unit flashed triangle. He had stimulation at 50% for the whole treatment.

Manufacturer narrative:
The device is waiting to be shipped by customer. Once biowave receives the device associated with this injury, we will carry out further investigation to narrow down the root cause.

Event description:
The patient got burns on his left hip; patient said he was lying down on a side with his hip up in the air; skin was clean, and the electrodes were sticky. He said he didn't move during the treatment; the unit was placed on the table. A few seconds before the full treatment was done unit flashed triangle. He had stimulation at 50% for the whole treatment.